Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging power issue (no power). The reporter stated that the pump had recent lost power without a battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicated data from (B)(6) 2013. There was no black box data to support that timeframe. Black box history indicated no power issues. There was no damage, moisture or contamination found to the battery compartment. The battery cap secured tightly to the pump. The pump was exercised for 24 hours with no power loss or battery related warnings observed. The pump case was removed; no evidence of moisture was found inside pump. No issues with the terminal contacts were noted. The reported complaint was unable to be duplicated during investigation.